Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/15/2016 for investigation. Investigation results as follows: visual inspection results: during visual inspection a crack in the patient restraint bracket was observed. Archive data results: multiple user advisory (ua) 02 (compression tracking error), ua 17 (max motor on time exceeded during active operation) on (B)(6) 2016, thus confirming the reported complaint. Also observed, on the same date, were: ua 44 (battery voltage too low during compression) and ua 01 (warning 1 - low battery warning). Functional testing results: the autopulse platform passed functional testing. No user advisory message displayed. Based on the investigation the clutch plate, load plate cover and the patient restraint bracket (x2) were replaced. Autopulse 1.1 is a reusable device and was manufactured prior to january 2010. The physical damage found is characteristic of normal wear and tear for the life of the device. In summary: the reported complaint of ap displaying ua 02 and ua 17 was confirmed in the archive data review. Also observed in the archive data review were ua 44 and ua 01 which displayed on the same day of the reported event. The device passed functional testing. The device was functionally tested with lrtf (large resuscitation test fixture, equivalent to 250 pound patient) for approximately 16 minutes, no fault found. A load cell characterization check was performed and passed. The device also passed a break gap check. During further investigation a sticky clutch plate was replaced. After parts replaced and run-in test was performed the platform passed final test.

Event description:
It was reported that autopulse platform (s/n (B)(4)) was displaying user advisory (ua) 2 (compression tracking error) and ua 17 (max motor on time exceeded during active operation). The customer was unable to clear the ua codes. No patient information was disclosed. No additional information was provided.